Event description:
Report of two documented and two undocumented incidences of disconnection of cap of stopcock. In report #2 of 2 of the documented incidences, info was rec'd from customer which stated "IV found to be disconnected; approx 200cc blood clot noted. Vital signs stable pt discharged to home with mother." No further info was available.